Event description:
As reported by the patient&#38112;attorney, a xenform&#59411;oft tissue repair matrix (MFR report #3005099803-2015-01554 ) and an upsylon y mesh (MFR report #3005099803-2015-02604) were implanted into the patient on (B)(6) 2013. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.